Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device logs showed "check pads" and "poor pad contact" messages around the event; however, no evidence of device malfunction was identified. These messages can be associated with connectivity issues between the device and pads. This may be potentially due to pad placement, skin prepartion, pad condition, or accessory connection. The event pads were not returned; therefore, only new pads were evaluated and passed testing. The device and returned accessories were tested without replicating the customer's report and the device passed all functional, bench, and stress testing. The device met specifications and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.